Event description:
It was reported that customer stated mobi pump battery ran down faster than expectedl. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to reach customer at provided phone numbers and left messages, noted that warranty for pump in use appeared expired based on available records, advised that replacement with different model would not be allowed outside warranty.